Event description:
It was reported that the patient noticed a change in stimulation two weeks following implant and a loss of therapy. An x-ray visualized that the lead had migrated. It showed the bottom third of the paddle turned up like it was out of the epidural space. A physician was going to be doing a revision surgery to the surgical paddle lead that was placed in (B)(6) 2015. The procedure would be to reposition the paddle because stimulation coverage was not as good as they wanted it. The patient was currently fine with no injury. Six days later they ran an impedance test at .7v and the 0-7 electrodes were all in range and 8-15 were all out of range. When they changed the reference to 8, it showed 0-7 all out of range and 8-15 were in range. They ran it again at 3.0v with reference at 0 and 0-7 were still in range, though a little higher. 8-15 were all in the high teens and low twenties (i.e. 18,000-20,000), and this was all on references on 0-7 lead. The same issue happened when they flipped to the 8-15 as a reference, the 0-7 were in the high teens and 8-15 was 6-7k. The manufacturing representative (rep) did not allude to seeing anything, when at 3.0v, that was showing greater than 40k. It was determined that the lead did pull out and partially out of the space, and it did not seem to be contacting much of the dura. The physician was unable to reposition it and place the lead back where it was, so the lead was removed. The lead was not replaced. The cause of the event was unknown. The patient was not getting therapy since the lead was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jun-07. It was reported that the patient had two systems where one was active and the other was non-active. The cervical system from 2015 did not work but it was still implanted and the other system was put into ¿off mode¿ but the patient did not have their patient programmer (pp)) with them. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant: product ID 39286-65, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type lead, product ID 37714, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator. Product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead, (B)(4).